Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow hazard alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account indicated that they occurred with position changes and that the patient may have been hypovolemic. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypovolemia could not be conclusively established. The controller event log file contained events from 26aug2024 through 27aug2024, per the timestamps. Three, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were requested to be reviewed on a patient seen in clinic. They had occasional low flow alarms which seemed to be positional. Per patient report, the alarms occur with position changes in the morning. Per the clinician, hypovolemia may also be a cause of the alarms. The patient was asymptomatic during the episodes. Log files were submitted to assess for any other cause of alarms including outflow graft obstruction. A review of log files showed intermittent low flow estimates with high pulsatility index (pi) as well as low flow alarms on (B)(6) 2024 to (B)(6) 2024. The estimated flows were averaging from 2.1 to 2.4 liters per minute (lpm) and pulsatility index (pi) is averaging from 8.9 to 12.1 during these events. It also captured clusters of pi events (B)(6) 2024 to (B)(6) 2024. Additional information was provided that the low flow alarms had resolved. The plan was to have computed tomography angiography (cta) of the chest to assess graft. The test was pending.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.